Event description:
It was reported that during a da vinci si nephrectomy procedure, a jaw of the monopolar curved scissors instrument broke and fell into the patient. The piece was retrieved and the procedure was successfully completed using a replacement instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one of the jaws was broken. The instrument was found with the left blade broken at the grip base. Both cable crimps are still in place. No other damage was found.